Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The cable insulation was broken. It was also noted that the electrocardiogram (ECG) cable was missing. As a result the bezel assembly, stylus assembly and cable were replaced. The software was then updated. The programmer then passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cursor position on the programmer screen does not coincide with the stylus position. The programmer was returned for servicing. There was no patient involvement.